Manufacturer narrative:
This case is part of (B)(4) events identified as possible complaint related to device re-intervention. No further event details were provided and device was not available for investigation. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Device not available for return.

Event description:
Based on (B)(4) investigation: this event refers to carbomedics top hat mechanical heart valve s5-023 implanted on (B)(6) 2014 in aortic position. It was explanted and replaced with another similar device, same size s5-023 on (B)(6) 2016. No further event details were provided and device was not available for evaluation.